Event description:
The customer reported the unit indicated a leak and patient disconnect problem on the display, however, the patient was connected and there was no leak. No patient or user harm was reported. The analysis of the logs shows codes corresponding to the disconnected patient, but no leak issue was found. Performed test with a new patient tube, the test of the expiratory port passed. No issues were found after further testing and checks were performed. The device was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.